Event description:
Procedure: sleeve gastrectomy. According to the reporter: when the doctor put the clip in to the trocar the valve tore. After the valve tore, the doctor put a 5mm grasper into the trocar and an air leaked from the trocar.

Manufacturer narrative:
(B)(4).